Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to tibial component loosening and polyethylene debris. The left ankle was aspirated today through a anteromedial approach and fluid was sent for total cell count, gram stain, culture and sensitivity.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to tibial component loosening and polyethylene debris. The left ankle was aspirated today through a anteromedial approach and fluid was sent for total cell count, gram stain, culture and sensitivity.

Manufacturer narrative:
A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- ¿tibial (construct): the tibial construct shows clear radioluncence and large cysts around the stem. The cysts partially destroyed the cortex laterally and led to a periprosthetic erosion (fracture like-lesion). Loosening, but no clear migration can be confirmed with this finding. Pe: the pe is not separated from the tibial tray. However, there is nothing visible in the CT, but the report suspects, the loosening may be the cause of the pe debris. Talar (construct): there is some, rather insignificant, radiolucence. Full tar (construct): the failure may at least partly be caused by the device through debris. The cause of the debris, though, is not clear. There are also further investigations ongoing to exclude signs of infection. An infection would be more patient related. If there is significant debris of the pe, this should be confirmed when the implant is observed and with additional histological material from the bone/joint.¿ based on investigation, the root cause was attributed to a patient related issue. The event was caused by the presence of cysts around the tibial construct which resulted in loosening of the tibial construct. Furthermore, the cysts partially destroyed the cortex laterally and led to a periprosthetic erosion (fracture like-lesion). If device is returned or any further information is provided, the investigation report will be reassessed.